Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an 'er2' warning issue while attempting to test his blood glucose using his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on an unspecified time on (B)(6) 2011. He stated that he manages his diabetes with insulin (self adjuster) and due to the alleged issue on an unspecified time on (B)(6) 2011 he had more food/drink. The patient claimed '12 hours' after the alleged issue started, he felt 'dizzy and sweaty'. In response to the symptoms, on (B)(6) 2011, the patient self treated with food and/or drink (orange juice). There was no other device available at the time of the concern. During the initial call with customer service, the agent noted that the patient had been using the correct test strips, an appropriate testing technique and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.